Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported at the end of an afib cardiac ablation procedure with a thermocool smarttouch sf catheter, the patient experienced pericardial effusion treated with pericardiocentesis. At the end of an atrial fibrillation procedure, a pericardial effusion was noticed. The medical team checked for a post effusion on ice (intracardiac echocardiagraphy) with the soundstar catheter, and a pericardial effusion was discovered. There were no abnormal readings issues during the procedure. The pericardial effusion was confirmed via echo. The medical intervention provided was pericardiocentesis, and unknown how much fluid was removed. The patient was admitted to the or, and the patient is in stable condition. The physician¿s opinion on the cause of this adverse event was unknown, effusion was noted on post ice survey. Patient was hemodynamically stable. No clear evidence of steam pop, high force, etc. The procedural act (activated clotting time) was >300seconds. One transseptal puncture site was performed during the procedure with versacross d1. The delivered energy was rf (radiofrequency). >1 ablations were performed within the pulmonary veins. Prior to noting the pericardial effusion ablation performed. Effusion was noted just before pulling catheters from the heart. The entire la (left atrial) ablation was performed, and previous cti (cavotricuspid isthmus) ablation was confirmed. Flow settings for irrigation used were low flow/maintenance: 2 ml/min and high flow: 15 ml/min.